Event description:
The autopulse platform (sn: (B)(4) was used for resuscitating a male patient. During use, the autopulse platform displayed user advisory 06 (max battery temperature exceeded) and kept prompting to "realign patient." The customer stated, 'no adverse effects.'

Manufacturer narrative:
The customer reported a complaint that "the autopulse platform (sn: (B)(4) displayed user advisory 06 (max battery temperature exceeded) was not confirmed during the functional testing and archive data review. No device malfunction was observed during the functional testing, and the autopulse platform functioned as intended. The customer reported a complaint that "the autopulse platform was prompting to "realign patient" was confirmed during the archive data review but was not confirmed during the functional testing. Based on the archive data review, the customer reported "realign patient" prompt was determined to be related to the user advisory (ua) 12 (lifeband not present). The possible root cause of the ua12 was the band clip on the lifeband not properly engaging the safety switches in the driveshaft because either there was no lifeband installed or the lifeband was improperly installed, likely attributed to user error. Upon visual inspection, unrelated to the reported complaint, noted cracks on the front and bottom enclosures. The root cause of the observed physical damages is likely attributed to user mishandling, such as a drop. The damaged parts were replaced to address the observed physical damages. The archive data indicated several ua12 messages around the reported event date. In addition, unrelated to the reported complaint, further review of the archive indicated several ua45 (not at "home" position after power-on/restart), which the user cleared. User advisory is a clearable message designed into the platform to alert the operator that autopulse has detected one of several conditions. Per the battery hangtag - advisory codes description and action, user advisory 12 indicates that the autopulse has detected that the lifeband is not properly installed. The recommended action for this type of user advisory is to ensure that the band clip (underneath the device) is properly seated in the driveshaft and can freely rotate after insertion. Per the autopulse® resuscitation system model 100 user guide, if the driveshaft is not at its home position when the autopulse is powered on, a user advisory (45) will occur. This user advisory will persist until the driveshaft is returned to its home position. To clear a user advisory (45), pull up on the lifeband until the chest bands are fully extended (thereby moving the driveshaft back to its home position), and then restart. The autopulse platform passed the preliminary functional testing without any fault or error. The customer reported complaint was not duplicated during the testing. The autopulse platform was further tested using the large resuscitation test fixture (lrtf) for 15 minutes, and the platform passed the testing with no fault or error. Upon further testing, unrelated to the reported complaint, observed that the encoder drive shaft does not rotate smoothly and exhibits binding and resistance. The root cause was the sticky driveshaft clutch area, usually caused by sharp edges from all 12-hex edges of the armature plate or burrs on the clutch rotor's surface, likely attributed to normal wear and tear. The sticky clutch's impact was not severe enough to make the platform non-functional. The clutch plate was deburred to remedy the problem. Following service, a load cell characterization test confirmed that both cell modules function within the specification. The autopulse platform passed all the final tests without fault or error.